Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the pump was not returned for investigation. Data log review was not provided or retrieved from the remote server. Pump stop: the cause of the pump stop issue was not determined without returned product investigation and sufficient clinical details, including data log review. Thrombosis: in order to make a cause determination, all of the clinical details outlined in es2023-0158 would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Device history lot: device lot : 1949026. Device history batch: subcomponent lot : n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.

Manufacturer narrative:
B5 updated. H6 updated. The impella device has not been received from the customer; therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant also reported that multiple thrombi were observed. No photos were captured.

Event description:
It was reported that a patient implanted with an impella cp experienced an unexpected pump stop, most likely due to thrombosis. The pump was explanted and no patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.